Event description:
It was reported that shaft break occurred. A 5.00 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and it was found that the shaft broke. There were no patient complications reported.